Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient felt like her settings changed on their own. The patient stated like it went to a different program. The patient also reported low battery on the same day. The patient changed the programmer batteries but she continued to see "low battery" indication. They connected with the recharger and patient stated it appears the first 1/3 is charging with full coupling and patient confirmed the ins battery on the screen appears empty. The ins recharger battery is 3/4 charged. Troubleshooting resolved the reported issue. No symptoms were reported. No further complications were reported or anticipated with this event.